Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse performed yearly maintenance and replaced reagent probes, manifold, aspiration probes and aspiration tubing. The cause of the discordant, (B)(6) results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, (B)(6) surface antigen (B)(6) results were obtained on patient samples on an advia centaur xp instrument. It is unknown if the discordant results were reported to the physician(s). It is unknown if corrected reports were issued to the physician(s). It is unknown if there are reports of patient intervention or adverse health consequences due to the discordant, (B)(6) results.